Event description:
A customer reported to baxter (B)(4) that when the box was opened, it was found to have 'white floaters' inside one of the bags. There was no patient involvement. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Two samples were returned. One sample was normal. The overpouch had not been removed. Evaluation of the second sample confirmed that there were white crystal-like particles in the solution. The overpouch had been removed, the interchamber seal activated and the cap removed from the injection site. A label had also been applied to the unit to indicate that potassium chloride had been added. Precipitation of the solution can occur after 24 hrs of activating the interchamber seal for this particular product. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.